Manufacturer narrative:
D4 correction : UDI number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis confirmed that visually, there was no damage in the construction of the device that would have resulted in the reported ev ent. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were red 9.3 ohms, red [w/white band] 17.2 ohms, blue 22.6 ohms, and blue [w/white band] 9.2 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts, and they were centered about the midline. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that when this product was used for thyroid procedure, only vocalis2 did not have the check mark in the impedance check and "×" mark still persisted. Even though the position of intubation tube was adjusted by anesthesiology doctor, check mark was not displayed, so a spare product was used. Then a check mark was displayed. The procedure was extended for 15 minutes. There was no patient impact.